Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while performing the gastric pouch, the device partially fired, and locked on tissue. The handle also displayed a handle in a red circle with a line. The surgeon used a retraction tool to manually open the jaws and used another handle, reload, and shell with the same adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d1, d4 (model#, catalog#, UDI), g3, g4 (510k#), h6 (rfr: difrcv and fdd: a150207 - removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while performing the gastric pouch, the device partially fired, locked on tissue, and the reload was difficult to remove. The handle also displayed a handle in a red circle with a line. The surgeon used a retraction tool to manually open the jaws and used another handle to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)); unk-sigadapt, unknown signia egia adapter (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.